Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. T(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during a bolus delivery. Customer's blood glucose was 400 mg/dl. The customer stated that there is no significant events leading to the alarm. Customer doesn't received an e70 alarm. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.